Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer stated that the extension sets have had several instances where they separate at the joints during use in the or or pre-op. There was no patient harm.